Event description:
The procedure was (pta) percutaneous transluminal angioplasty of the right tibial artery/ below the knee (cto). The vessel was mildly calcified, mildly tortuous and 100% stenosed. Access site was right femoral artery and the 4.5f sheath (parent plus, medikit) was inserted to popliteal artery. The target lesion (cto) was crossed with the guide wire (B)(4), and the transit (B)(4) (complaint product) was delivered over the wire. As resistance was felt at the entrance of the target lesion, the (B)(4) was advanced with slight torque. Then the guide wire was exchanged to the other product (B)(4) and the (B)(4) was removed. The physician felt like the catheter was caught in the wire during removal. When inspected outside the patient body, the distal tip of the catheter was split and the braid was protruding. The procedure was continued using the other new transit2 and the target lesion was successfully treated. There was no any patient injury.

Manufacturer narrative:
Additional information indicated that the product was store and prep per (IFU) instruction for use. Prior to inserting, the product was not damaged. A constant flush was maintained at all times. Additional force was not utilized to feed the microcatheter through the guidewire. No further information was available. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14015652 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Process monitoring found no excursions were found for lot 13221983. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. Additional information will be submitted within 30 days of receipt.